Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2018 for further investigation. The fse confirmed the customer reported error with an error printout. Fse found the large syringe guide rods and lead screw needing lubrication. The fse lubricated the guide rods and leading screws for both syringes and sampling unit. A quality control run was performed by the fse and all results were within range. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (b)(64 from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. The most probable cause of the reported issue was due to the guide rods and leads screws requiring cleaning and lubrication. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving error 706 syringe-l error on their g8 instrument. The technical support specialist instructed the customer through cleaning of the assembly under the large syringe. The customer rebooted the g8 instrument and no errors were noted during the process. The customer called back on the (B)(6) 2018 and reported error 706 syringe-l error on their g8 again. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.